Event description:
It was reported that during a cardiac ablation procedure using the sheath, there were concerns about the material used for the side port, which allowed it to crimp and kink. This issue was noted during maneuvers when the irrigating. The side port corkscrewed around the sheath handle, resulting in a kink where it inserts into the handle, raising concerns about crimped off sheath flow. The case was completed without any symptoms. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.